Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device 102ust / eh8030h-13 batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, customer is complaining the suture to tear more often. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported alleged deficiency occur over the same patient procedure? Yes if yes, when did the suture breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - the surgical team lead couldn't tell exactly how many sutures had broken. The stitches broke during the surgery. At no point was there any harm to the patient. How many devices demonstrated the reported alleged deficiency? Were there patient consequences? If yes, please explain. If this occurred in multiple procedures, n/a please confirm the number of patients affected by the alleged deficiency. Have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). Please create a new pc file for each patient/event. Please provide an answer for each patient-event: when did the suture breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? How many devices demonstrated the reported alleged deficiency? Were there patient consequences? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Discarded - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Surgical team.